Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal elective replacement indicator (eri) battery status. Upon receipt at guidant's reliability assurance laboratory, engineering calculations determined that this device did not meet expected longevity predictions as described in device labeling.